Event description:
Attorney reported: in 2005, a kugel mesh patch was used to repair patient's hernia defect. The patient suffered severe persistent abdominal pain, which was accompanied by abdominal distention and abdominal tenderness. In 2006, due to the patient's aforesaid condition, underwent exploratory surgery. Physicians determined that the previously placed kugel mesh was rolled up into the bowel. Physicians also discovered several dense bowel to bowel adhesions and patches of rock hard adhesions. The adhesions were taken down and the flaps of the previously placed kugel mesh were sewn down. Patient continued to experience intense pain in her abdominal region, requiring a second surgical procedure. The following month, underwent surgical procedure at which time the surgeon discovered the an infected kugel mesh. The kugel mesh was explanted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.